Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the software was found to have an issue. The software was reloaded and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was receiving a database error and the pendant was remaining in 'initializing please wait" mode. Rebooting the system did not help and the database server could not be accessed. Additional information from the site stated that the imaging system was not communicating with the mobile viewing station either. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.